Manufacturer narrative:
No product has been returned, extended investigation is pending at this time. A follow- up report will be submitted once additional information is obtained. The device manufacturer date for the reported sensor is unknown. The date entered in device manufacture date is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported that his freestyle libre sensor is "giving him mild electrical shocks." There was no report of death, serious injury, or mistreatment associated with this event.

Event description:
Customer reported that his freestyle libre sensor is "giving him mild electrical shocks." There was no report of death, serious injury, or mistreatment associated with this event.

Manufacturer narrative:
Additional information: d4 (expiration date) and h4 (device mfg date) have been updated based on the returned product. Sensor (B)(6) has been returned and investigated. Performed a visual investigation on the returned sensor and no issue was observed. The sensor plug was properly seated in mount. The sensor was further investigated and de-cased. Performed visual inspection on sensor¿s printed circuit board assembly (pcba); no issue was observed. The sensor was further investigated. Performed a visual investigation on the returned sensor puck and no external damage was observed. The puck was returned in sensor state 5 (indicating normal expiration). This indicates the puck successfully reset and continues functioning when detecting a normal expiration at 14 days. A linearity test was performed which tests the puck¿s readings accuracy, and the results were within specification. No damage was observed during visual inspection of the internal components of the sensor. The returned pucks battery was intact with no damage and measured within specification. The puck's battery produces a voltage that is insufficient to produce an electric shock. No product malfunction or product deficiency was observed. Therefore, this issue is not confirmed. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specifications. Dhrs (device history review) for the libre sensor and libre sensor kit were reviewed and the dhrs showed the libre sensor and sensor kit passed all tests prior to release. All pertinent information available to abbott diabetes care has been submitted.